Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator displayed a battery status of end of life. The monitoring voltage was 2.18 and the charge time was 36.1 seconds. The device was explanted and there was a concern about the battery longevity. This device is part of the shortened replacement window advisory notification issued in 2007. There was no report of adverse patient effects due to the explant procedure.